Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The complaint about ¿high impedance¿ was confirmed. As received, the lead had a kink in the lead body where all the internal wires were broken that would result in high impedance issues.